Event description:
It was reported that the patient experienced a low blood glucose event to 57 mg/dl for approximately one hour, without a recorded meal announcement and without confirmatory fingerstick, and treated the event with fast-acting oral carbohydrates. Investigation of this case revealed no device malfunction identified and user-related factors may have contributed to the issue. No clinical symptoms included hypoglycemia. Outcomes included temporary interruption of usual activities. It was concluded that the event was consistent with hypoglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.